Event description:
The MFR rec'd info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction when the MFR's investigation is complete.